Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6)2024 explanted: (B)(6)2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 22-aug-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (1000 mcg/ml at 400 mcg/day) via an implanted pump. It was report that the patient had been receiving adequate therapy since initial implant. The patient then reported a change in therapy after picking up her grandchild (date unknown). The patient reported a reduction in therapeutic efficacy and an increase in potential withdrawal symptoms. The environmental, external, or patient factors that may have led or contributed to the issue was noted to be ¿bending over and lifting.¿ the physician performed a dye study which showed the catheter was compromised. The patient was then taken to surgery for a catheter revision. Upon opening the spine pocket, it was noted that csf (cerebrospinal fluid) had been pooling, suggesting a potential tear/leak or dislodgement of the catheter near that area. The physician then successfully replaced the entire catheter. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.